Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created to update legacy complaint number (B)(4). Litigation papers allege: after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Doi: (B)(6) 2005; left hip; dor: (B)(6) 2011. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf. There is no new allegation. Added stem due to the previously alleged metal ions. Updated product details (121887354/1869192) and head (136551000/1949787).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.